Event description:
Boston scientific received information that higher than expected impedance measurements were observed with this device and a non-bsc right ventricular (rv) lead at a device replacement procedure. As a result another rv lead was implanted. Additionally, the right atrial (ra) lead displayed noise and impedance measurements greater than 2000 ohms during this procedure. The ra lead was successfully implanted after multiple reconnections, with the pacing system analyzer (psa) and device, due to ra lead dislodgements during the implant procedure. There were no adverse patient effects reported as a result of the implant procedure.

Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.